Event description:
It was reported that when an asymptomatic patient presented in clinic follow up, post paced t wave oversensing on ventricular channel was noted. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.